Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 220 mg/dl. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0 units until the air bubbles are no longer visible. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer stated that she did not want to change the set and will continue to run the 5.0 units until the air bubbles are gone. The customer was advised to call back if the issue persists.